Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a formulary issue. A technical support specialist performed the steps in the knowledge article (ka 000015405 - unable to assign/load with message sequence contains no matching elements) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: federal bureau of prisons - (B)(6) hospital.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the medications are unable to be retrieved after software update. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.